Event description:
The stopcock rotator broke with the injector set at 1000 psi. No report of harm or injury. The customer reported four (4) defective devices but did not provide additional details or clinical info for the additional events. The customer was not able to provide a lot number for the defective devices. The customer will not be returning the devices for evaluation/investigation. Therefore, this single report will be filed.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation/ investigation. The lot number was not provided. Therefore, a review of the device history record could not be performed. Complaint is not confirmed. Based off of similar complaints it is suspected the potential cause for the reported failure could be attributed to the rotator collar to rotator housing bond. Corrective actions have been implemented to address this type of failure. The lot number is not known for this complaint; however, it is possible this lot was manufactured prior to implementation of noted corrective actions. Complaint data will continue to be monitored for this type of failure and effectiveness of corrective actions taken. Evaluation: method, device history record could not be reviewed, evaluation based off of similar complaints.